Event description:
Event description boston scientific received information that the patient with this pacemaker passed out on november 3, 2006. There are no stored egrams from that day. However, ventricular noise was noted on the lead on october 20, 2006 which resulted in pacing inhibition and alot of pvc markers. The patient does not recall any symptoms from october 20. Thresholds are consistent and impedancess are stable and good. The caller is going to attempt to induce noise with isometric exercises etc.